Event description:
Report 1 of 2 cms (B)(4)/ ra612146 a customer contacted ortho global technical solution center (gtsc) on (B)(6) 2025 after observing what was described as discordant negative reactions in antibody identification in iat for two patients using 0.8% resolve panel c lot vrc340 and ortho mts anti-igg gel card lots 042825001-04 and 052025001-05 in manual gel method. Complainant/complaint reporter: (B)(6) - laboratory supervisor date of events: and (B)(6) 2025 reported on: on (B)(6) 2025 by(B)(6) to ortho global technical solution center (gtsc). Reagents: 0.8% surgiscreen lot vss672 expiry date 16 september 2025 0.8% resolve panel a lot vra492 expiry date 30 september 2025 0.8% resolve panel c lot vrc340 expiry date 30 september 2025 ortho mts anti-igg gel card lot 042825001-04 expiry date 28 february 2026 ortho mts anti-igg gel card lot 052025001-05 expiry date 27 march 2026 patient information: neither patient had history of anti-e(rh3) antibodies the customer reported that samples from both patients were tested for antibody screening using 0.8% surgiscreen lot vss672 and that they had obtained positive reactions (1+ reaction strength) with cell 2 of the reagent red cell on both occasions. No further detail provided. The customer stated that on (B)(6) 2025, they had tested a sample from patient one for antibody identification using 0.8% resolve panel c lot vrc340 and ortho mts anti-igg gel card lot 042825001-04 in manual gel method and that they had obtained: - negative reactions in iat with cells 3 and 6 of the red cell reagent for both patients - positive reactions (3+ to 4+ reaction strength) in enzyme method with cells 3 and 6 of the red cell reagent. The customer stated that on (B)(6) 2025, they had tested a sample from patient two for antibody identification using 0.8% resolve panel c lot vrc340 and ortho mts anti-igg gel card lot 052025001-05 in manual gel method and that they had obtained: - negative reactions in iat with cells 3 and 6 of the red cell reagent for both patients - positive reactions (3+ to 4+ reaction strength) in enzyme method with cells 3 and 6 of the red cell reagent. The customer stated that on (B)(6) 2025, a sample from patient two was tested for antibody identification using 0.8% resolve panel a lot vra492 and ortho mts anti-igg gel card lot 052025001-05 in manual gel method and that they had obtained weak positive reactions with cells 3 and 6 of the red cell reagent. The customer stated that they had identified the presence of an anti-e(rh3) antibody for both patients. No further detail provided. The customer reported that no biased result was reported to the physician. The customer reported that the patients were not harmed as a result of the reported events.

Manufacturer narrative:
It is unknown if the customer had processed quality control samples on the day of the reported events. The card and reagent red blood cells storage and usage conditions were checked and confirmed to be aligned with ortho's recommendations. The customer reported no visual appearance defects for these cards and reagent red blood cells. According to ortho lot specific information for 0.8% surgiscreen lot vss672, cells 1 and 3 are negative for e(rh3) antigen and cell 2 is positive and homozygous for e(rh3) antigen. Therefore, it follows that the positive and negative reactions obtained with both patients are consistent with the expected reactivity of an anti-e(rh3) antibody. According to ortho lot specific information for 0.8% resolve panel c lot vrc340, cell 3 is positive and homozygous for e(rh3) antigen, cell 6 is positive and heterozygous for e(rh3) antigen, and the remaining nine cells are negative for e(rh3) antigen. Therefore, it follows that: - the negative reaction obtained with cell 3 in iat for both patients are not consistent with the expected reactivity of an anti-e(rh3) antibody - the negative reaction obtained with cell 6 in iat for both patients are consistent with the expected reactivity of a weak anti-e(rh3) antibody - the positive reactions obtained in enzyme method with cells 3 and 6 for both patients are consistent with the expected reactivity of an anti-e(rh3) antibody. According to ortho lot specific information for 0.8% resolve panel a lot vra492, cell 3 is positive and homozygous for e(rh3) antigen, cell 6 is positive and heterozygous for e(rh3) antigen, and the remaining nine cells are negative for e(rh3) antigen. Therefore, it follows that, the weak positive and negative reactions obtained for patient two is consistent with the expected reactivity of a weak anti-e(rh3) antibody. A review of manufacturing batch record of the 0.8% resolve panel c lot vrc340 was carried out at ortho's manufacturing site and no non-conformances or deviations were identified. The results of all in-process and quality assurance release for sale tests were found to be within specification. As part of the investigation of the customer complaint, samples containing known specificities of antibody (anti-d(rh1), anti-k(kel1) and anti-fya(fy1)) were tested for antibody identification at ortho's manufacturing site using the indirect antiglobulin test (iat). The tests were performed with retained samples of 0.8% resolve panel c lot vrc340 and anti-human globulin anti-igg (rabbit) mts anti-igg card lot 121125001-04. All the positive and negative results obtained were as expected. Cells 3 and 6 of the retain sample of 0.8% resolve panel c lot vrc340 were tested in tube for the presence of the e(rh3) antigen. First the 0.8% cells were converted to a 3% cell suspension in ortho resuspension solution lot rs880a and then tested with ortho reagent: anti-e bioclone, as per IFU (instruction for use), tube method. At immediate spin, 4+ reactions were observed for cells 3 and 6. Results meets specifications, the issue reported by the customer could not be reproduced. A review of the complaints associated with the red cell reagents manufactured using the same donors as those used to manufacture e(rh3) antigen positive cells of 0.8% resolve panel c lot vrc340 was performed. No systematic failure or trend with these donors was identified. The review of the worldwide complaint databases was performed for 0.8% resolve panel c lot vrc340 and ortho mts anti-igg gel card lots 042825001-04 and 052025001-05 and master bulk lots 042825001 and 052025001 through to 30 september 2025. No other similar complaint was identified for these products/lots associated with call area falseneg. No trend was identified. No further investigation was performed on these incidents. The assignable cause of the discordant negative antibody identification reactions obtained by the customer is sample related, both patients anti-e(rh3) antibody being weak and/or at the detection limit of the technique and reagents used and/or associated to the variability of the e(rh3) antigen present on the reagent red blood cells. There is no evidence of any systematic failure of the ortho reagents to perform as intended. In mitigation of the discordant negative antibody identification results, the 0.8% resolve panel c instruction for uses states: for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive. No other complaint of this type has been received from the customer site since the time of the reported events.